Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the product was received in good condition with no visible external damage or defects observed. The unit was tested for functionality and met specifications; and the unit underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
Same case as MDR ID #2134265-2013-04553 and MDR ID #2134265-2013-04555. It was reported that during percutaneous coronary intervention, motor drive unit was unable to perform pullback. The physician used an ilab system with an atlantis sr pro² catheter to image an unspecified vessel. The image was lost and the mdu had no display. They performed auto pullback once and rebooted the system up, however the issue was not solved. The procedure was completed with a different device. No patient complications were reported and patient's condition is stable.